Event description:
It was reported to globus a revision surgery had taken place at (B)(6). The explanted parts were returned to globus for evaluation. One 6.5 mm resolve polyaxial pedicle screw, 50 mm was returned broken.

Manufacturer narrative:
An investigation is ongoing and we will provide details of the investigation when additional info is received and completion of our investigation.